Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal pain, pain during intercourse, persistent urinary incontinence and leakage, numerous urinary and vaginal infections, abdominal and vaginal inflammation, mesh erosion, mesh extrusion, abnormal vaginal discharge and odor, reoccurrence of prolapsed, and the need for additional surgeries. No further information has been provided.